Manufacturer narrative:
The insulin pump was received with a loose motor support disk and a scratched liquid crystal display window. The insulin pump had missing segments on the screen due to a cracked zebra connector at the liquid crystal display board.

Event description:
It was reported that the insulin pump screen was stratched, and no longer legible. It was also stated that the customer had lost all trust in the insulin pump. Nothing further was reported.